Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received a patient notifier for non-sustained lead noise. Upon further review nonphysiologic signal deflections were observed. Lead function was otherwise normal. Patient will be monitored.